Event description:
Information received regarding the explanted device notes that the device was in back-up mode with no telemetry, "perhaps after microwave therapy." An ECG showed pacing at 70 ppm and no response to magnet application. The patient's condition was "ok".